Event description:
It was reported that the ICD was unable to be interrogated. The device was explanted and replaced. Upon explant, a small black spot was observed on the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication anomaly was confirmed. In the lab, no communication could be established between the device and the programmer. An arc mark was observed on the can. Analysis found high voltage output circuit damage on the device. The low voltage functionality was tested on the bench and out automated testing equipment. All of the low voltage test specifications were normal.